Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Other: the device remains implanted therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at 1month visit a clinical patient got very bothered by halos. It was also stated that the patient cannot drive at night. Visual acuity- 20/15 right eye (od); 20/20 left eye (os). No intervention planned. The pre-operative best corrected distance visual acuity (bcdva): 20/25 od, 20/30 os. However, the subject returned on an unscheduled visit. Although bcdva was 20/20 for both eyes (ou), yttrium aluminum garnet (yag) capsulotomy was performed for ou which was because of posterior capsule opacificaton (pco) ou. The subject reported being extremely bothered by halos-drive at night; very bothered by starbursts- drive at night; extremely bothered by glare- computer work, driving at night, glare bothers the patient often when walking around in my home because of light from windows. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).

Manufacturer narrative:
At (B)(6) month visit, the patient has best corrected distance visual acuity (bcdva) of 20/15 for both eyes (ou). The subject reported, being extremely bothered by halos-drive at night, very bothered by starbursts- drive at night, extremely bothered by glare- computer work, driving at night, glare often when walking around at home, because of light from windows. It was stated, that the visual symptoms are debilitating. And were reported as an adverse event/serious injury. No intervention is planned at this time. The subject was considering an explant, but has changed their mind. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.